Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and main body of a minicap transfer set. It was further described as "broke in between the large white part of the twist clamp and the light blue part where you would open and close the twist clamp. The large white part broke off and slide down the transfer set tubing". This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.